Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin does not stop flowing during the prime process. Insulin squirted out and the insulin pump alarmed during the prime process. The blood glucose reading is 331 mg/dl. Customer treated with manual injection. The drive support is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to prime alarm. The insulin pump received with missing end cap sticker, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and scratched reservoir tube window.